Event description:
It was reported that, "upon final tightening, we heard a pop and they removed the set screw and tried to place a new one in and it wouldn't screw in. We removed the 6.5x45 screw and the threads on the inside of the tulip were damaged and there was a piece of it that broke off, which we found and removed from the pt. We replaced with a 7.0x45. No detriment to pt just added time in the operating room."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.